Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : update (B)(6) 2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 no code available is used to capture instability and effusion.

Event description:
Update 7 jan 2020. Medical records were reviewed to identify patient harms/product issues. On (B)(6) 2019, the patient presented for an evaluation of the left knee due to pain, known tibial tray migration, mild effusion, weakness, and instability in early mid flexion and deep flexion. The physician ordered a left knee brace to help maintain stability. There is no evidence of revision or invasive intervention involving the left knee. During the visit on (B)(6) 2019, it is also indicated the patient underwent a bilateral primary knee arthroplasty on (B)(6) 2018. The products implanted in the right knee are unknown, however, it is reasonable to conclude depuy products were implanted as they were in the left knee. During the evaluation visit, the patient had a complaint of right knee pain and swelling. There is no evidence of revision or invasive treatment involving the right knee. An activity has been initiated to create a pc to capture the right knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Perative notes confirm l tka was performed on (B)(6) 2018 with depuy implants. A followup office visit on (B)(6) 2019 states that her left knee is painful at times. Xray review states there is significant varus alignment of left tibia suggesting subsidence.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.